Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and oil mist filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported a ¿heavy smell¿ emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(6). Health professional correction from no to yes. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the odor/smells issue is likely due to the oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.